Event description:
It was reported the device had an electrical reset. A device check was done to confirm that no parameters where changed and the device checked out normally. It was noted the patient had a recent computed tomography scan which was thought to be the source of the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.